Event description:
It was reported that the target lesion was in the right coronary artery (rca), with a vessel diameter of 3.75 mm, and a lesion length of 10-15 mm. The vessel had no tortuosity, moderate calcification, was eccentric, de novo with a 75% stenosis. Predilatation was performed with a non-abbott balloon (2.5x15) and angiography confirmed there was a calcified lesion; therefore, the size was changed to a 3.5x15 mm nc trek. Another predilatation was performed with the nc trek; however, the balloon ruptured on the first inflation of 12 atmospheres for 15 seconds. A non-abbott balloon was used to predilatate and a non-abbott stent was deployed to complete the procedure. The balloon was not soaked prior to use, the tip was flushed using the flushing tool. The device was prepared inside of the patient anatomy. There was no reported resistance during advancement or retraction of the balloon from the patient. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: mach 1 6f fr4. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a stent implant, or insufficient preparation prior to use or from interactions with other devices. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately calcified and 75% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the calcified lesion such that upon the first inflation attempt, the balloon ruptured. As the product was discarded by the account, it was not returned for analysis and may have aided the investigation. Based on the information provided and without the product to examine, a definitive cause could not be determined. It was noted that the balloon was not soaked prior to use and device was prepared inside the body. It should be noted that the nc trek rx instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. The IFU further cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Although preparing the device inside the body does not appear to have directly caused or contributed to the reported balloon rupture, if the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, this can contribute to a balloon rupture. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any non-conforming material record issues associated with this lot and all lot release testing met specification. Based on the investigation, there is no indication of a product quality deficiency.